Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet pump experienced variable glucose control with post-meal hyperglycemia followed by a reported hypoglycemia to 63 mg/dl after a correction for a post-meal glucose of 280 mg/dl, while frequently changing target settings from usual to lower, pausing insulin delivery for perceived rapid glucose declines, and using meal announcements as corrections. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient low glucose lasting about ten minutes and high glucose lasting about two hours, with glucose in range at the time of contact and no hospitalization reported. Investigation included review of reported use patterns, attached device reports showing target setting changes, and completion of education and troubleshooting with updates to blood glucose questionnaires. Investigation of this case revealed that therapy management behaviors such as frequent target changes, pausing insulin delivery, and using meal announcements for corrections likely limited the algorithm¿s ability to learn and contributed to both highs and lows, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-controlled therapy behaviors and use errors were the most probable cause, and the user was advised to coordinate settings and correction strategy with their clinician.